Event description:
It was reported that 2 bd pen needle autoshield duo 30gx5mm had safety shield failure and needle stick issues. The following information was provided by the initial reporter : it was reported that after administering the insulin into the stomach the pen protection shield did not automatically slide over the needle resulting in the employee pricking himself.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
Date of event: date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd pen needle autoshield duo 30gx5mm had safety shield failure and needle stick issues. The following information was provided by the initial reporter: it was reported that after administering the insulin into the stomach the pen protection shield did not automatically slide over the needle resulting in the employee pricking himself.